Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed based on production testing. Both bearing failures, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Major abrasive gear wear also increased friction and roper functioning of the gears, also contributing to the heat reported in the complaint. Root cause: set/tail/head assembly, excessive use/abuse.